Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Rotor rub and worn bearings were identified as the probable cause of the device overheating. Rotor rub and worn bearings can cause increased heat production due to increased friction between the moving components.